Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received per device coordinator that during routine patient updates, the patient called the device office on (B)(6) 2017 to report gross hematuria. Patient came to the emergency department (ed) and was found to have a hemoglobin count (hgb) of 6.6 (down from 9.0 five days earlier). The patient does have a history of two prior admission post-implant for significant gastrointestinal (gi) bleeds ((B)(4)). The patient was admitted and transfused a total of 2 units packed red blood cells (prbcs) with an appropriate response. The patient's hematuria resolved without any intervention. Gi was consulted and the patient underwent an esophagogastroduodenoscopy (egd) on (B)(6) 2017 where they found a bleeding arteriovenous malformation (avm) in the stomach which was treated with argon plasma coagulation (apc) and clips. A colonoscopy (c)-scope on (B)(6) 2017 was negative for any active bleeding. The gi team recommended intravenous (IV) iron infusions, but the patient refused. He was started back on his oral iron supplements. He was challenged with IV heparin on (B)(6) 2017 and tolerated it well. The patient was then restarted on warfarin and asa on (B)(6) 2017. The patient's warfarin regimen was kept the same with a goal inr of 1.5-2.0 but his asa was decreased to 81 mg daily. The patient was discharged home on (B)(6) 2017. No additional information received at this time.